Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause and a new lead was implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found twist in the lead body approximately 52 to 140 millimeters (mm) from the terminal end which may indicate twiddlers syndrome. Laboratory testing did identify any lead characteristics that would have resulted in the clinical observation of dislodgement. A lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a failure to follow instructions of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause, and a new lead was implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information indicated that the leads were pulled back into the superior vena cava (svc).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause and a new lead was implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information indicated that the leads were pulled back into the superior vena cava (svc).